Manufacturer narrative:
Event problem codes: patient: (B)(4) device: (B)(4). This report will be amended when our investigation is complete. Other persona tasp provisional shim devices used (catalog/lot#'s): catalog #42517400610 ,lot #62110047. Catalog #42517400810, lot #62043559. Catalog #42527900504, lot #62693736. Catalog #42527900301, lot #62632822. Catalog #42527900703, lot #62690899. Catalog #42527900702, lot #62677157. Catalog #42527900701, lot #62641143. Catalog #42517000707, lot #62091198. Catalog #42517000717, lot #62189324. Catalog #42527900303, lot #62690931. Catalog #42527900700, lot #62669945. Catalog #42527900502, lot #62690946. Catalog #42527900704, lot #62654936. Catalog #42517400510, lot #62104372. Catalog #42527900501, lot #62710613. Catalog #42517000303, lot #62104367. Catalog #42517400410, lot #62147235. Catalog #42517401010, lot #62145793. Catalog #42517000313, lot #62171682. Catalog #42527900304, lot #62684689. Catalog #42527900500, lot #62110060. Catalog #42517000515, lot #62125572. Catalog #42517400910, lot #62113088 catalog #42527900503, lot #62696375. Catalog #42527900302, lot #62702752 catalog #42517400710, lot #62134006. Catalog #42517000505, lot #62091183.

Event description:
It is reported that the provisional articular surfaces were providing incorrect sizing. The provisionals appear to be thinner than expected.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Items returned and visual examination conducted and found no gouge, scratch or failure on tasp top, bottom and shims. The feature alleged against was analyzed dimensionally and thickness measured and compared with designed specification, and measured dimensions met the specification and no issue found in dimensional analysis of tasp top, bottom and ship. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.